Event description:
The respiratory therapist (rt) reported that the unit had been on a patient when there was a power outage. The rt reported the unit was not plugged into a red ac power outlet, therefore, it ran on backup battery until it was drained. At that point the unit was removed from the patient with no harm to the patient. The manufacturer's service technician was able to duplicate the customer reported problem, and reported the unit had a fully depleted backup battery and the battery was not able to be recharged. A diagnostic code in the ventilator log history indicated a +24 volt power fail condition had occurred, likely due to attempts to operate the ventilator via a backup battery that is fully discharged. The ventilator will be unable to sustain operation if it is being powered via a discharged battery. The service technician replaced the backup battery. Extended self testing (est) and performance verification testing was completed and the ventilator passed per operating specifications. This event is being reported as a user error, as there was no malfunction of the device. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresectable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresectable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.